Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. (B)(4).

Event description:
A facility representative reported that they have had a rash of cracked cartridges. Additional information was requested.